Manufacturer narrative:
The complaint of a damaged IV catheter was confirmed; however, the root cause could not be determined. Two 22g insyte autoguard IV catheters were provided for investigation. One unit was received in a sealed unit package. The length of the open IV catheter was shorter than the unused sample. The broken end of the catheter was uneven. The catheter tubing may have been sheared from the needle during the insertion process and broken during removal; however, the needle from the damaged device was not returned for investigation. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Manufacturing controls are in place to ensure the proper catheter length during manufacturing and to mitigate catheter damage. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. As it was reported that the catheter was incomplete during removal, it is likely that the catheter was in one piece during insertion. The root cause of the reported event could not be determined from the returned sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Pt's IV infiltrated. Initially pt refusing to have new IV placed and insisted on keeping current IV. Charge rn xxx to bedside and pt eventually agreeable to have IV changed. Xxx attempted x1 and missed. This rn attempted x2 and missed. During 2nd attempt, upon removing catheter piece from arm, a pop sound is noted. Upon inspection of catheter, the tip is missing. There is no sign of tip at puncture site or anywhere at bedside. Notified manuel xxx np who ordered an xray of arm.